Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "glucose reading unavailable" message while wearing the freestyle libre sensor and being unable to obtain glucose results. Customer experienced unspecified symptoms of low blood sugar and paramedics were called. Upon their arrival, a blood glucose result of 26 mg/dl was obtained on an unspecified device and customer was treated with dextrose intravenously. There was no report of death or permanent injury associated with this event.